Manufacturer narrative:
(B)(4) - suspect positive bi.

Manufacturer narrative:
Sex: corrected from female to unknown.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The camera cord, light source cord and scope were not recalled and released for use. There was no injury or harm associated with the issue. The customer indicated that the cyclesure 24 biological indicator was placed in the chamber on the lower back. The incubator was at the correct temperature. The chemical indicators changed color correctly. The previous and subsequent bi results are unknown. This event is reported to the FDA for user error. Items from the load were released and used on a patient(s).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 12/2011 to 11/2012 and there was no significant trend observed. Trending analysis by lot number was performed. The lot history from 10/30/2012 to 12/21/2012 found this was an isolated incident. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and indicates that the risk to the patient is low. Retains evaluation demonstrated that the product functions as intended when used per IFU. Functional testing performed on the returned product concluded the product met specification. The cause of the suspected positive bi cannot be determined based on the information provided.

Manufacturer narrative:
Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information was unavailable regarding the specific makes/models of devices within the load. Additionally, user error cannot be eliminated as possible contributing factor as information regarding how the bi was stored and if the bi was processed in a tyvek® pouch is unavailable. The possibility of sterrad® malfunction was ruled out as the fse checked the customer's sterrad unit and ran an empty chamber test which was found to be within specification. Additionally, the chemical indicator (ci) was reported to change correctly. However, information was unavailable regarding the recedent/subsequent bi results.